Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of occlusion and was alerted by alarm 2. The blockage was found to be located at the site. This led to high blood glucose levels. Patient took a correction bolus via pump, changed ifs and changed cartridge. Patient changed supplies as necessary and resumed insulin therapy. No further information available.